Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while calling back if the issue reappeared.